Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion error bug" was reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of specification. The force sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion error 'bug'. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.